Event description:
At follow-up, high threshold and low sensing amplitude were noted. The physician suspected a lead dislodgement. As such, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.